Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. Post procedure, the echocardiographer noticed a small increase of fluid in the pericardial space. The patient had a pericardial effusion. The physician reversed the heparin with protamine. The physician monitored the effusion and patient for another 10 to 15 minutes. The effusion did not increase in size and the patient was stable. The patient did not experience any hemodynamic changes and there was no intervention for the effusion. The patient was doing well and was stable.